Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. The reported patient emboli is one of the known and anticipated complication to these types of procedures and patient condition, and is listed as such in the device directions for use. Therefore, an assignable cause of anticipated procedural complications has been assigned to the reported event. The subject device is not available.

Event description:
It was reported that during the thrombectomy procedure, the emboli was observed within the previously unaffected territory. Then thrombectomy was administrated as a treatment to remove the migrated emboli and it was resolved. The patient did not suffer any adverse event due to the ent (embolization in new territory).